Event description:
During a laparoscopic wedge resection the ez45b was introduced in the thoracic cavity. When positioning the jaws on tissue the cartridge seemed to be loose. When fired, the staples did not form properly. Another ez45b was opened and fired twice to complete the procedure, it worked fine. There was no consequence to the patient.